Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Investigation of the part returned to the manufacture shows the defective u1 sensor on the airflow sensor pcba created the airflow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the airflow sensor was out of specification at the zero setting. There was no patient involvement.